Event description:
It was reported to philips that the allura system was unable to do fluoroscopy or cine and an error ""grid switch unavailable" was prompted. No harm was reported to philips. As per the field service engineer, the tube current was out of range. The field service engineer inspected the system onsite and after the replacement of the tube, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The diagnosis procedure was completed as planned. The remote service engineer confirmed the issue with fluro and analyzed system log file remotely and found the errors related to tube current out of range and grid leakage. The field service engineer visited onsite and confirmed reported problem. Upon troubleshooting, fse tested the grid switch and confirmed that the tube grid switch was not working. The fse replaced the x-ray tube and returned to philips for further analysis. The analysis confirmed the malfunction of grid switch and identified that there was an insulation problem between filament and cathode head (small filament short circuit. Following the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.